Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors (mcs) instrument was found to be damaged. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the complaint initially mentioned a prograsp forceps by mistake; the actual instrument involved was an mcs. There was no visible damage to the jaws or tips, but a cable was damaged. The issue was resolved by replacing the instrument, no fragments fell into the patient, no injury occurred, and the instrument is available for return.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
Refer to h11 for follow-up information.